Manufacturer narrative:
Additional information received on december 28, 2015: the device broke during a laparoscopic rectal surgery and the surgery was completed with a replacement instrument. It is impossible for the hospital to provide information if the broken part was removed, because the size of the broken part did not allow exploration to remove it. No x-ray was performed to locate a possible broken part, the medical staff decided it is not appropriate to perform x-ray due to the size of the piece (1mm). Medical staff asked to isolate the unit for analysis. No patient injury, delay of surgery for some minutes with no consequences for the patient who was sent home in good condition.

Manufacturer narrative:
Integra has completed their internal investigation on march / 07 / 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the reported event is the forceps breakage. The device was not returned so the lot number and manufacturing date is unknown DHR review; no return of device, unknown lot, DHR impossible. Complaints history; no return of device, unknown lot, trend analysis impossible. Conclusion: the most probable breakage is a pin breakage. As the device was not returned, the root cause cannot be determined with certainty.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the insert broke during a surgery in the abdomen of the patient. The customer is requesting the drawing of the device to check if all the parts have been retrieved in the patient. Costumer is not sure if parts of the instrument are still in the patient. Additional information has been requested.